Manufacturer narrative:
Insulin pump had intermittent button response due to corroded act and down button on keypad trace. Insulin pump received scramble segment due to cold solder joint on lcd board. Insulin pump was unable to test basal anomaly due to display anomaly. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 150 mg/dl. The customer stated that she had issues with the display screen disappearing. She reported that she pressed the buttons and the insulin pump would not allow her to deliver insulin. The most recent blood glucose reading was 378 mg/dl, and the customer attempted to treat using the insulin pump. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.